Manufacturer narrative:
Concomitant product: dtba1d1 crt-d, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing and atrial undersensing.

Event description:
It was reported that the patient was inappropriately shocked for supra ventricular tachycardia (svt). It was also reported that the right atrial (ra) lead was exhibiting undersensing and far field r-wave (ffrw) oversensing. The arrhythmia discrimination feature on the cardiac resynchronization therapy defibrillator (crt-d) was turned off and atrial sensitivity was adjusted. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.